Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. This report is submitted on january 17, 2018. (B)(4).

Event description:
Per the surgeon, the patient's magnet was explanted on (B)(6) 2017 due to non-use of the device.